Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a stroke, facial paralysis, and a perforation. After pulsed field ablation (pfa) procedure to treat atrial fibrillation, farawave was selected for use. Pulsed field ablation case appeared unremarkable other than there was an electrical issue with the laboratory where the equipment turned off in the middle of the case. The equipment appears to have rebooted without issue. Is not believe that the farastar generator was affected. The watchman portion of the concomitant procedure started with the faradrive sheath exchanged for the watchman sheath. The non-bsc catheter was already in place in the left atrium. The activated clotting time (act) at the start of the procedure was 418 and left atrium (la) pressure was 17. The pigtail was exchanged for the guidewire and placed in the left atrial appendage (laa). A contrast injection was completed, the laa image was delineated and landing zone marked. A 27 mm device was chosen for implant. The 27 mm device was placed without difficulty, no recaptures performed. Device compression ranged from 29-33%. Protamine was administered post procedure. It was determined the patient had a stroke. A computed tomography (CT) scan was performed which showed three ischemic areas being the frontal lobe, occipital lobe and parietal lobe. No bleeding noted. Patient with no deficits in their extremities. Patient only symptom was left side facial drop. No leaks were reported. No stenosis was noticed. Patient was discharged home; symptoms were still present on discharge from the hospital. Patient's rhythm after the watchman procedure was sinus rhythm. It is believed that patient having an afib pfa and watchman implant contributed to the issue presented due to both being involved with work on the left side of the heart. Physician felt an artificial patent foramen ovale (pfo) created with sheath. The patient is expected to get fully recover from the event.